Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The reason for call was the pt rep (daughter-in-law) contacted patient services (pss) today to determine if pt was eligible for full body MRI imaging or head only. Caller stated the pt is scheduled to have an imaging for lumbar on monday. Caller indicated patient's therapy had been shut off for a while. When asked to elaborate, caller explained pt had been having issues with the spinal cord stimulator (scs) system so their hcp had told the patient's other daughter-in-law to shut the ins off because it wasn't working properly. Caller commented that the scs worked at first and pt was able to stand up straight and function very well, but then it started not working very well and brought the patient to the point where they were completely immobile. Caller said if they were to guess issues with the implanted system began probably from april to now but they were not really sure. Caller explained the pt had been in a nursing home, then to a select care service and then into their care june 2nd. Caller said they had been trying to get familiarized with the scs system, as well as, the pt caught up on all of their medical since (appointments, medications, etc.). Caller implied the pt had not been allowed to walk very much prior to coming to live with them and had no strength in their legs upon their arrival. Caller reported they now have the pt back up and walking; however, they are having a lot of pain now. Caller described in two weeks they had taken the pt from being basically paralyzed and not being able to feed themselves, walk, brush their hair, use the bathroom or hold their urine to being able to do all of these things on their own.  Caller expressed that the pt had really wanted to give the scs a try to see if it would help with their other back issues from being a nurse for 30-40 years. Caller noted their hcp had done a scan back in april where it was found the stimulator had moved dramatically; caller confirmed they were referring to a lead. Caller added if the MRI does verify the lead had moved, the hcp was going to do a scs remo val. Pss assisted caller with activating MRI mode with handset. Caller indicated while in MRI mode: conditional full-body eligible. Caller did not allege that MRI was related to the device or therapy.

Manufacturer narrative:
Concomitant medical product: product ID 977c165 lot# serial# (B)(6), implanted:(B)(6) 2023, product type lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 977c165, serial/lot #: (B)(6), ubd: 11-jan-2027, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.